Manufacturer narrative:
Product ID 3889-28 lot# va09h0z, implanted: 2013 (B)(6), explanted: 2013 (B)(6); product type lead product ID 3037, serial# (B)(4); product type programmer, patient. (B)(4).

Event description:
It was reported the patient¿s device was removed due to infection.